Manufacturer narrative:
Tech found the bed in "down" storage. No pt impact reported. Head up function not working due to a faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Allegation received that the head up function was not working. Function does not work manually or under power.